Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent tr appears to be related to the reported slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw triclip (lot: 21118r1049) was implanted anterio-septal successfully, reducing tr to grade 1. On (B)(6) 2024 during a follow-up transesophageal echocardiogram (tee), it was learned that clip detached from the lateral leaflet and tr was recurrent grade 4. There was no tissue or chordal damage. The patient was reported to be stable and well and no further intervention is planned.